Manufacturer narrative:
The company representative concluded the issue was a ¿user error.¿ there was no further information provided this customer. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ¿user error,¿ as the handpiece was not plugged in completely. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic operating console presented no vacuum in phacoemulsification mode during surgery. They immediately changed to another console and completed the procedure. The procedure type was unknown. There was no patient harm.